Event description:
It was reported that the device displayed an alert for possible hv lead problem and device may not deliver hv therapy. The lead was connected to a new device. Two months post surgery, a patient alert was received for a sensing problem. Interrogation revealed no sensing and low hv impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned cut in two segments. External insulation abrasion was found at 40.2-40.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This damage is consistent with the observation from the field of low hv impedance and no sensing.